Event description:
It was reported that the patient presented in-hospital after receiving notification alerts. No therapy was noted. Interrogation revealed that the device was in backup vvi without defibrillation capabilities. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported backup reset mode was verified in the laboratory. The reset was due to a power-on-reset. No high current drain sources were found throughout testing. The battery was sent out to the vendor for further evaluation. The cause of the reset could not conclusively be determined.